Event description:
I first started to use the renu with moistureloc when it was given to me as a sample from the eye doctor. I then continued to purchase it to use daily as a contact lens cleaner and overnight storage. My eyes were always burning and watering which at first I thought was allergies but I was diagnosed with superficial keratitis. Since then I have suffered a permanent scar on my cornea of my left eye. I went to the eye doctor several times between march 2006 - june 2006 as I had blurred vision even after contact lenses were removed.